Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It is reported by the surgeon of the hospital that a revision had to be performed because the shaft of the femur was broken on the thread.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the threaded section of a stem extender was reported. The event was confirmed. Method & results: device evaluation and results: photographs of the explanted components were provided. The stem is fractured through the threaded section of the component. The fractured segment remains embedded in the mrh femoral component. There is a substantial amount of bone cement adhered to the mrh femoral component. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: osteolysis and a major bone defect condition behind the femoral mrh device have caused significant loss of bone support below the condylar section of the mrh device with fatigue fracture as end result. Absence of clinical or relevant radiological information precludes to further detail the failure scenario. Device history review: DHR review was not performed as the lot ID is unknown. Complaint history review: chr review was not performed as the lot ID is unknown. Conclusions: the reported event was confirmed based on the x-rays and photographs provided depicting the fractured stem component. Based on clinician review of the x-rays provided; osteolysis and a major bone defect condition behind the femoral mrh device have caused significant loss of bone support below the condylar section of the mrh device with fatigue fracture as end result. Absence of clinical or relevant radiological information precludes to further detail the failure scenario. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported by the surgeon of the hospital that a revision had to be performed because the shaft of the femur was broken on the thread.